Event description:
It was reported to boston scientific corp that a jaw of the radial jaw 3 biopsy forceps detached while in the pt. The part was not rec'd and remains in the pt.

Manufacturer narrative:
DHR (device history record) review performed and no deviation was found related with the event reported. There are current controls during the mfg process in order to assure prod integrity. No other complaint reported for the lot number were found. Labeling review was performed and per provided dfu (directions for use): "..endoscopy should be performed only by persons having adequate experience and training.." "..the packaging and the device should be inspected prior to use. Do not use the device if the prod or packaging is damaged.." " ..if the device fails to operate properly in any way or shows any signs of damage, do not use it.." "..maintaining the forceps in a closed position, slowly withdraw the forceps through the endoscope.." "..if for any reason, the biopsy jaws fail to close properly or completely, do not try to withdraw a partially open forceps through a scope. Pull the forceps back to the channel opening and then withdraw the scope and forceps together..". "..caution: application of excessive force to the forceps may damage the device. The forceps should be held with the index finger and middle finger comfortably resting on the spool ledge and the thumb in the loop. When other methods of operation are used, such as pushing on the thumb loop with the palm of one's hand, excessive force may damage the jaws.." It is important to follow dfu instructions since dfu helps to ensure the correct use of the device. The determination of a root cause may not be completed without analysis of the device involved which was not returned by the customer, therefore the most probable root cause is undeterminable.